Manufacturer narrative:
The associated complaint device was returned and evaluated. The visual inspection of the returned device confirms the stated failure. The impactor failed as result of a weld failure. This was likely due to fatigue loading of the weld joint caused by repeated impacts. The device shows significant signs of wear/use. This device was manufactured in 2014. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery impactor handle separated from the shaft at weld point, backup was available and no delay was reported. No patient injury or other complications were reported.